Event description:
Prior to insertion rn opened single lumen kit and found there was a triple lumen PICC in kit. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one photo for analysis. Visual examination of the photo confirmed the reported complaint. The photo showed the product lidstock, indicating this was a s-l catheter kit, with the 3-lumen catheter that was provided in the kit. The customer also returned an opened PICC kit for investigation. Visual inspection of the returned kit revealed the catheter provided was a 3-lumen, 6fr 50cm catheter. However, per the bill of materials, the catheter provided in this kit should be a s-l, 4.5 fr 50cm catheter. The returned catheter body measured 20 1/4" which is not within specification of 20 11/16" - 20 15/16" per product drawing. A device history record review was performed with no relevant findings. The report of an incorrect catheter was confirmed through examination of the received sample. The bill of materials revealed the catheter provided in this kit should be a single lumen, 4.5 fr 50cm catheter; however, the catheter that was returned was a 3-lumen, 6fr 50cm catheter. Based on the customer description and the sample received, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Prior to insertion rn opened single lumen kit and found there was a triple lumen PICC in kit. No patient involvement.